Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No delivery alarm during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed button error and no delivery. Customer's blood glucose levels ranged from 195 to 600+ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.